Event description:
Nurse entered room to see leak in prisma tubing. Found small hole. Therapy interrupted and tubing changed. The hole was tiny and located in the tubing approx 5 niches from the y connector on the back of the set. The risk manager did not know how long the set was in use but would try to find out. Machine has been in use since and is not implicated. The set is not available. Total estimated blood loss was about 150 cc. There was no medical intervention.